Event description:
It was reported that "it was a revision of a previous one level fusion. Reflex hybrid one level plate was removed and then the fusion was extended one level below and one level above. The doctor attempted to use rescue screws on the level that had the previous one level plate. On his first attempt (after drilling) when he began screwing the 4.5 variable rescue, metal shavings began to flake off of the screw as if the edges of the threads were coming off. "The following is a list of things we checked so you don't have to call and ask".

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Note that this complaint also references four self tapping screws, the plate in this case is thought to be the cause of the issue reported and therefore a report is being filed on the plate. Investigation is ongoing, once it is completed, reportability of the screws will be re-evaluated.